Event description:
This lead was attempted at implant on (B)(6) 2014. A call to technical services was made on (B)(6) 2014 stating that this lead would not advance into the branch and dislodged. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).